Event description:
It was reported that a user experienced intermittent sensor signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, after which glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included troubleshooting and education with the user regarding sensor-to-receiver communication and device operation. Investigation of this case revealed a transient loss of communication between the cgm transmitter and the ilet user interface, with function restored and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconsistent signal communication likely related to external or use-related factors.

Manufacturer narrative:
Initial.